Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 336 mg/dl after a recent infusion set supply change while using the ilet; during a troubleshooting call the user replaced the infusion set with a new teflon set and insulin delivery was resumed, and education on correct application was provided. Symptoms included high blood glucose. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included troubleshooting with the user and follow-up call attempts. Investigation of this case revealed no confirmed device malfunction and identified an unclear cause of hyperglycemia, with potential contribution from infusion set or use-related factors not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.